Event description:
It was reported that the cuff on the bivona tracheostomy tube was not inflating correctly. The cuff was sticking to one side even after more sterile water was added. This issue was leading to a large air leak that was in turn creating work of breathing difficulties. No patient injury or further complications were reported in relation to this event. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.